Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2012 (B)(6); mcs-p3-943 implantable valve - 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibit t-wave oversensing (twos). The lead will be reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient complained of feeling tired and of low heart rates. The patient is a participant in the post approval clinical surveillance product surveillance registry.